Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnosis coronary procedure was completed by using another system. The philips engineer confirmed that there was no issue with wireless footswitch, the issue was with wired footswitch. Upon functional testing, field service engineer(fse) identified that the middle switch was not working. The quote was sent to the customer for repair. However, the quote expired due to no customer response. No service provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch lost connection as the wi-fi indicator led stayed red. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected narrative: philips has investigated this complaint. According to additional information collected, the diagnosis coronary procedure was completed by using another system. The philips engineer confirmed that there was no issue with wireless footswitch, the issue was with wired footswitch. During functional testing, the field service engineer (fse) identified that the middle switch was not operational. Subsequently, a repair quote was issued to the customer. However, the quote expired due to the customer's lack of response. Consequently, no service was provided by philips. Re-evaluation of the reported event has led to the determination that this complaint is not reportable. The issue was confirmed to be with the wired foot switch. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Based on re-evaluation, philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.